Event description:
The emergency department physician attempted to place a central line in a critically ill patient per the hospital's standard practice. There were two failed attempts with two separate kits whereby the guidewire kinked and the physician was unable to advance with the wire. Both kits with contents (wires) and the packaging were retained and can be made available to the manufacturer for inspection, upon their request. Third kit used without difficulty.